Event description:
After the cryo atrial fibrillation procedure was over and the patient was transferred to recovery area, a pericardial effusion was noted and a pericardiocentesis was performed. In recovery, the patient¿s blood pressure dropped, and the patient was brought back to the electrophysiology lab. An echo was performed, and a minor pericardial effusion was noted. The physician was able to perform a pericardiocentesis and the patient was transferred to recovery in stable condition. The physician does not know what caused the effusion or when the effusion occurred. There were no performance issues with any (B)(6) device. The physician had to exchange the cryo ballon toward the end of the case due to the fact it would no longer inflate. Otherwise, normal procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).